Event description:
Foot pedal on the alcon infiniti phaco was not working. Called repair person at alcon and told them it was urgent but he said he couldn't come in. Brought in old phaco machine and still had foot pedal issues. Retried the alcon infiniti and it started working. Case was delayed over an hour with the patient in the or.manufacturer response for infiniti phaco system, (brand not provided) (per site reporter).repair person at alcon was contacted for urgent repair. He said he was not available. Left several urgent messages for our alcon rep and he never called back. Case was delayed over an hour while pt was in the or.